Manufacturer narrative:
(B)(4). Batch # p5619f. Device evaluation: the analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify if the device locked-out (no staples or cut line delivered)? Or did the device deliver a cut line? If yes, was the cut line complete? Please provide further detail of the event. The device deliver a cut line complete and no staples

Event description:
It was reported that during a vats procedure, the staples did not come out during the shot. The device was replaced with a new one.